Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced multiple episodes of ventricular tachycardia with defibrillation one day after start of support. The patient remained on mcs and isuprel was started. The following morning, it was noted there were no premature ventricular contractions. The next day thereafter, it was noted the patient was successfully weaned and the impella cp was explanted with a survived outcome. The patient remained on isurpril. It was noted the patient's home doses of methadone daily was likely the cause of the long qt and premature ventricular contractions. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.